Event description:
As reported by the user facility: details of complaint (reported issue): we have primary IV sets from braun which have started falling apart at certain connection sites. This is not caused by trauma or stress on the lines, just simply falling apart. One incident, the line was just lying in a patient's bed/stretcher and fell apart/disconnected and the IV fluid started leaking into the bed. This creates a potential for blood from the patient to escape from the line as well as a lack of delivery of medication. Since it is not a result of damage to the line, there is no real (easy) way to identify when the break occurs.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.